Manufacturer narrative:
Investigation summary: one 3ml syringe with a needle attached and containing unidentified clear liquid was received loose inside a plastic bag. Due to potential risk of handling the sample, it was only visually evaluated through the plastic bag using lighted magnification. The plunger of the syringe was located past 3ml position and half of the fluid appeared to have leaked out of the syringe in transit and was observed to be inside the needle shield and the plastic bag. A small thin curled piece of grey to light blueish foreign matter approximately 1/4" in length was observed to be inside the barrel in the fluid path. Two more pieces of the same type of foreign matter were observed outside the fluid path in the shield of the needle by the hub. The needle attached was covered with a package from kb medical and labeled as 18g. The foreign matter observed did not appear to be plastic or component pieces of the syringe assembly. The foreign matter appeared to resemble rubber vial stopper material. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is likely associated with the user error. The foreign matter appears to resemble rubber stopper material from some medication vials. It is possible when piercing the stopper the low gauge large needle point cut pieces of the stopper and it was aspirated into the syringe. This is further evidenced by the fact that two of the three pieces of the foreign matter leaked out of the syringe and into the needle shield during transport, indicating the needle¿s cannula orifice is large enough to allow for the foreign matter to travel through it.

Event description:
It was reported that an unspecified number of syringe 3ml ll euro 200 s/c experienced foreign matter contamination noted during use. The following information was provided by the initial reporter: grey flakes observed inside the syringe after extracting drug into syringe. Customer thinks flakes were pieces of plastic.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 3ml ll euro 200 s/c experienced foreign matter contamination noted during use. The following information was provided by the initial reporter: grey flakes observed inside the syringe after extracting drug into syringe. Customer thinks flakes were pieces of plastic.